Manufacturer narrative:
Follow-up #1: date of submission 04/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/31/2015 with the following findings: the keypad button cover was found to be intact. The returned battery cap was used to complete investigation. The keypad buttons were found to be responsive to user input. The keypad cover was removed; there was no evidence of contamination found under the button key contacts. Unrelated to the complaint, the audio bolus button cover was found to be torn; however, the audio bolus button was still found to be responsive to user input.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The keypad buttons reportedly were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)